Event description:
The customer, dr. (B)(6) has reported a tip being sheared off in the patient¿s breast. A letter has been drawn up for the component make-up for the device.

Manufacturer narrative:
The mammography center was contacted for additional information. One of the technicians responded to the follow-up questions. She was not present during the event but was familiar with this procedure associate with this complaint. The patient had been given the name of a surgeon (not provided) for any follow up. A letter of component make-up was sent to the customer. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads ¿do not insert beyond the appropriate band or tip damage may occur.¿ under warnings in instructions, it states ¿failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear.¿